Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: lead, model: 3189, UDI: (B)(4), serial: (B)(6), batch: t00005284.

Event description:
It was reported that the patient experienced decreased therapy due to high impedances. The lead was cleaned/repositioned via surgical intervention on (B)(6) 2024. Therapy was restored post op. It is unknown which lead caused/contributed to the issue.